Manufacturer narrative:
Product ID: 3889-28, lot# va02fc9, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy; she was urinating more again. Patient services helped the patient adjust stim from program 1 at 3.9v to 4.2v. The patient felt stim in the correct area. The loss of therapy was considered sudden. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provi ded about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that they had not notified their health care professional (hcp) about the return of symptoms and urinating more. It was resolved and adjusted.